Event description:
A nurse at the user facility reports that a detached haptic was noted after insertion. Enlargement of the incision was required to accomodate removal of the intraocular lens. Additional info has been requested.